Manufacturer narrative:
Additional information will be provided once the investigation has been completed. (B)(4).

Event description:
It was reported that the tip broke. The broken piece was retrieved and procedure was completed successfully.

Manufacturer narrative:
Alleged failure: doctor uses 2 of these anchors in a hip labral repair, the first one failed: once the anchor was in place, the doctor tried to get the insertor out the bone by pulling back with it but the handle came off the insertor (leaving the rest of the insertor inside the patient). Then they tried to take the rest of the insertor and the tip of it broke off leaving this piece of metal on the surface of the bone. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause could be excessive force applied on device. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip broke. The broken piece was retrieved and procedure was completed successfully.